Manufacturer narrative:
Based on the collected information it is not possible to define the root cause of the investigated scenario, however possible causes were established: the bed was in use for almost 10 years. The lifetime of the device is estimated by the manufacturer as 10 years. Based on the history of complaints and service repairs it can be concluded that the hinges were not replaced in this device since the manufacturing date. Based on the assessment of the arjo service technician, who stated that the second hinge was worn, the normal wear of the device cannot be ruled out as a contributory factor. The review of post market surveillance data revealed potential root cause related to hinge breakage as hinge casting class not followed by supplier. However, in this case it cannot be confirmed. Arjo was not responsible for servicing this device, therefore the correctness and timeliness of service and maintenance routines cannot be confirmed. The instructions for use for enterprise 5000 (746-445-UK rev. 6.1) includes the following information related to the subject of the investigation: "carry out a full test of all electrical bed positioning functions (backrest, height, tilt, etc.)" It includes verification of correct backrest movement, during which the hinge malfunction can be noticed, it is to be performed once per year by suitably trained and qualified personnel; "check all nuts, bolts and other fasteners are present and correctly tightened" it includes verification of connection of hinge screw at the pivot point, during which the hinge malfunction can be noticed, it is to be performed once per year by suitably trained and qualified personnel; "the lifetime of this product is typically ten (10) years. ¿lifetime¿ is defined as the period during which the product will maintain the specified performance and safety, provided it has been maintained and operated in conditions of normal use in accordance with the requirements in these instructions." Arjo device failed to meet its performance specification since the backrest collapsed. The device was used for a patient treatment when the malfunction occurred. This complaint is deemed reportable due to collapse of the backrest due to hinge breakage while in use with patient.

Event description:
The customer's allegation was that the backrest snapped during an attempt to raise it. Following the information provided it was determined that the backrest hinge was broken. At the time of the event the patient was placed on the bed. No injury was sustained. Upon the evaluation performed by the arjo service technician one backrest hinge was broken and the other one was worn. The general condition of the bed was assessed as average. Apart from the damaged hinges all other functions were fully functional. The bed was repaired by replacing both hinges. The correct bed functionality was confirmed during testing.

Event description:
Following the information provided the backrest of the bed snapped upon attempt to raise it. It was determined that the right side backrest hinge was cracked. The patient was involved at the time the event occurred. No injury was sustained. The arjo engineer evaluated the bed and confirmed that the hinge was cracked, also it was found that the other side hinge was worn. All other bed functions were confirmed to be working as intended.

Manufacturer narrative:
The investigation is in progress. The conclusions will be provided within the follow-up report once the investigation is completed.